Event description:
Knee was cut by tab on the patella cup. Patient was riding a dirt bike and crashed his knee into a tree. Tab came out of the liner and cut his knee. Patient required 7 stitches and is healing.